Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator (model# m490007 serial (B)(4))

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva). During ablation, impedance spiked multiple times. Since impedance did not exceed the user-selected cut-off, the system did not stop ablation. Smarttouch sf catheter was removed to inspect for possible char and none was observed. It was noted that the account wanted to review the log file with the intent to find the irrigated catheter flow rate during ablation, as they were curious to find out if the smarttouch sf catheter was inadvertently set up incorrectly, then changed mid-procedure. It was discovered that the smartablate generator does not store irrigated catheter flow rate information in the log file. Generator was set on 4 mm presets at 25 watts and 50°c. Staff turned the smartablate generator off during transseptal puncture and back on after 2 transseptal sheaths were placed. An unspecified number of days post-procedure, the patient exhibited signs of a stroke. There is no information regarding interventions or patient outcome. Patient required additional inpatient care (unspecified) as a result of the adverse event. Physician did not provide a causality opinion.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/04/2018. When the product was returned, the lot number 17695526l was able to be retrieved. On may 15, 2018, the following dates associated with this lot were received, manufacturing date 2017/07/06 expiration date 2018/06/30. These dates have been added to the corresponding field of this report. It was reported that a (B)(6) year-old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva). The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received from user facility medwatch # (B)(4) which was received on 1/24/2019. Per the user facility medwatch received, the patient ethnicity is not hispanic/latino. The event was classified as life threatening, requiring hospitalization, other serious (important medical events), required intervention and there was disability or permanent damage. In addition, it was reported that the incorrect ablation/cooling fluid flow settings resulted in the tip getting too hot which caused char formation. This char then must have become free-floating in the bloodstream and resulted in the patient experiencing a stroke. Manufacturer ref. Number: (B)(4).

Manufacturer narrative:
On july 23, 2020, during an internal review it was decided to report this adverse event under the smartablate¿ system rf generator (us) as well since the contribution of the clinical user error of "incorrect catheter settings selection" to the patient consequence cannot be excluded. As such, biosense webster inc.'s reference number (B)(4) now has two reports for the same event: MFR # 2029046-2018-01422 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter); MFR # 2029046-2020-00001 for product code (B)(4) (smartablate¿ system rf generator (us)). Correction: the baylis rf transseptal needle has been added. Concomitant med products as it was inadvertently omitted from previously reported mdrs.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4) on 12/15/2020, it was noticed that an incorrect reference was made in the 3500a follow-up report #3. The following is the incorrect statement: "(2) MFR # 2029046-2020-00001 for product code (B)(4) (smartablate¿ system rf generator (us))". The correct statement is: "(2) importer # 2029046-2020-01072 for product code (B)(4) (smartablate¿ system rf generator (us))".